Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to uterovaginal prolapse. It was reported that following insertion the patient experienced pelvic and vaginal area pain, infection, vaginal odor and discharge. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 01/13/2017. (B)(4). It was reported that following insertion the patient rectovaginal fistula.

Event description:
It was reported that following insertion the patient experienced rectovaginal fistula.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pelvic pressure, urinary leakage, incontinence, urinary retention, and urgency.